Event description:
From staff: during percutaneous coronary intervention stent dislodged from balloon. Unable to retrieve. Unable to find on scan. Presumed to be retained in body. From op report: of note, an initial 3.0x26 resolute onyx stent, intended for the saphenous vein graft to right coronary artery, was dislodged from the delivery balloon at the vein graft ostium, getting caught on the prior stent struts in the ostium of the graft. The undeployed onyx stent could not be advanced into the graft and remained on the wire in the ascending aorta. The delivery balloon could not be re-advanced back inside the stent. The delivery balloon was removed. I attempted to cover the undeployed stent with a guideliner but it would not slide over the stent. A new 1.5 balloon was advanced over the wire and through the undeployed stent. The balloon was inflated distal to the undeployed stent to trap it, and the system including the guide was pulled back as a unit out the radial artery. The stent was visualized entering the left arm but was not identified on the wire outside the body, so we felt it possible that the stent had become dislodged on retrieval perhaps in the arm. We could not find the undeployed stent under fluoro. No clinical sequalae was noted.